Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the device returned shows signs of use with nicks and gouges on the shaft of the impactor, gouges on the strike plate and the grey poly tip of the impactor has fractured off. Not all of the pieces were returned. The features of the fracture surface visually align with an overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the impactor tip was fractured during a procedure. No fragments were retained by the patient and the procedure was completed using another impactor. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.